Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. The shock occurred in primary vector. It was noted the patient was sleeping at the time of therapy. Technical services (ts) suspected sense b noise or a pocket fracture. Ts discussed that electrode under insertion was not likely due to the time the device has been implanted. The patient was brought into the clinic for testing. When changing positions in bed, there was significant noise recorded in primary and secondary vector. The most noise was recorded when the patient's hands were over their head. Xyphoid and pocket manipulation had no oversensing of noise. Automatic setup passed in primary and secondary but not alternate vector. Also, the patient was given a chest x-ray. Ts reviewed device data and found the device had a sensing impairment since (B)(6) 2025 in primary vector. Ts recommended performing further isometrics to confirm secondary vector was stable. The field representative (rep) suspected a compression fracture of the electrode due to the railing noise produced with prior isometrics. The rep programmed device therapy off and recommended device replacement. Currently, this s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.